Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
A loose and subsided femoral prosthesis was reported. They removed 2.5 and implanted 4.5.

Manufacturer narrative:
An event regarding stem loosening involving an accolade stem was reported. The event was confirmed. A review of the provided information by a clinical consultant indicated that: radiology confirms the initial stem was grossly undersized and had dropped in varus. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of the event was undersizing of the stem at the primary surgery. If additional information and/or device become available, this investigation will be re-opened.

Event description:
A loose and subsided femoral prosthesis was reported. They removed 2.5 and implanted 4.5.